Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7074209.

Event description:
It was reported that the patient received the early replacement indicator (eri) message approximately seven months after being implanted with the spinal cord stimulation (scs) system. The end of service message (eos) appeared approximately three weeks after the eri message, and as such the patient experienced a loss of stimulation. The physician noted the patient had hip surgery, but it was unknown if electrocautery was used during the procedure. Additionally, high impedance readings were observed for approximately the last six months. Additional information was received confirming that the patient had previously undergone an non-device related hip surgery in (B)(6) 2023 where electrocautery was used. The patient underwent a revision procedure where the implantable pulse generator (ipg) and lead were removed. The patient did well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately 4 weeks prior to (B)(6) 2023.

Event description:
It was reported that the patient received the early replacement indicator (eri) message approximately seven months after being implanted with the spinal cord stimulation (scs) system. The end of service message (eos) appeared approximately three weeks after the eri message, and as such the patient experienced a loss of stimulation. The physician noted the patient had hip surgery, but it was unknown if electrocautery was used during the procedure. Additionally, high impedance readings were observed for approximately the last six months.

Manufacturer narrative:
The returned sc-1416 serial number (B)(6) revealed the estimated lifespan of the ipg was 7 months and 7.4 days based on the average energy use index. Additionally, the ipg was dissected, and electrical testing revealed a low high voltage resistance measurement which indicates an electrical short with the application-specific integrated circuit (asic). Damage to the asic is caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. The IFU warns that electrocautery can cause permanent damage to the device and loss of therapy. Therefore, the premature battery depletion and loss of stimulation were caused by damage to the asic as a result of the electrocautery used during a non-device related patient procedure. Visual analysis of the returned sc-2352-70 serial number (B)(6) revealed the lead was cleanly cut into three pieces approximately 40 centimeters (cm) from the distal end. Microscopic and x-ray analysis revealed multiple cables were completely broken near the set screw mark of the clik x anchor at the bent/kinked location of the lead. There were no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor; however, it appears the lead was exposed to excessive mechanical force or movement which likely caused the cables to fracture resulting in the reported high impedance measurements.

Event description:
It was reported that the patient received the early replacement indicator (eri) message approximately seven months after being implanted with the spinal cord stimulation (scs) system. The end of service message (eos) appeared approximately three weeks after the eri message, and as such the patient experienced a loss of stimulation. The physician noted the patient had hip surgery, but it was unknown if electrocautery was used during the procedure. Additionally, high impedance readings were observed for approximately the last six months. Additional information was received confirming that the patient had previously undergone an non-device related hip surgery in (B)(6) 2023 where electrocautery was used. The patient underwent a revision procedure where the implantable pulse generator (ipg) and lead were removed. The patient did well postoperatively.